Manufacturer narrative:
The field service engineer found the reagent used had arrived in broken packaging and was upside down. He installed a new reagent kit and ran performance testing without issue and that passed. The customer ran calibration and qc without issue. The investigation determined the issue was due to the beads on the lid of the reagent kit. Per product labeling for the reagent, the reagent kits are to be stored upright in order to ensure complete availability of the microparticles during automatic mixing prior to use. Per product labeling for the analyzer, the user is to check that there are no microbeads deposited on the inside of the transparent reagent cap. If yes, dispose of the cobas e pack according to local regulations.

Manufacturer narrative:
The reagent lot number was 74343401 with an expiration date of 31-may-2024. The customer noticed the reagent packs had beads in the lid. The investigation is ongoing.

Event description:
There was an allegation of questionable vitamin d total g3 results from the cobas 6000 e601 module for several patient samples. Examples were provided of initial results of >120 ng/ml and repeat result of 70 ng/ml or 80 ng/ml. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.